Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Assisted customer when she rec'd her tubing clamp and explained the causes of high blood glucose. Explained to customer to inspect cannulas every time she changes the reservoir and infusion sets.